Event description:
Customer also alleged pump over delivered.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on march 21, 2024, medtronic received notice of a legal filing containing 5 individual claimants. The reporter alleges that the use of one or more medtronic mini med 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. Customer had underwent ems treatment. The event involved product(s) mmt-1780kpk, mmt-332a, unomedical. No product return is required for mmt-1780kpk. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.